Event description:
It was reported the device was used during an unk procedure. It was reported the stapler jammed during firing. Also, the staples were loose and came out of the wound. A competitor product was used to complete the case, there was no consequence to the pt. Rep returning staples and photographs with device.

Manufacturer narrative:
Based upon inquiry information received, visual examination and functional test, it was concluded that the reported event occurred due to the misaligned staples in the track. The device was received with 17 misaligned staples in the track, it was cycled and the first three staples had to be removed from the nose before firing the last 14 staples well formed. No conclusion could be reached as to how the staples had become misaligned in the track.